Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(4) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The patient reported that their pump had been programmed wrong. The refill date was only a month and it usually was 4 months. The patient did not know what was programmed incorrectly. The patient stated that they were instructed by the hcp¿s office to call and have someone come out to their house to reprogram their pump. No symptoms, interventions or drug reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.